Event description:
It was reported the data in the personal diabetes manager (pdm) was incorrect. When the data was changed by the patient, the pdm would revert the data back to the incorrect values. The patient experienced hyperglycemia and hypoglycemia, with blood glucose values rising above 22 mmol/l (396 mg/dl) and decreasing to 2.1 mmol/l (37.8 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.